Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an enterectomy on an unknown date and suture was used. The needle was pulling from the suture after the 1st stitch, it was found that the suture had broken in the middle of it. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). It was reported that the device had performance breakage suture. It was received for analysis a needle suture piece and a suture piece of product code j310h. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted; also, the sutures pieces present body fluids and was damaged(busted). Functional test could not be performed due to condition of the samples. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition, the assignable cause of the performance breakage suture, was suggest an improper handling.